Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Interrogation of the device revealed it contained baclofen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for intractable spasticity and cerebral palsy. The patient¿s pump was explanted on (B)(6) 2017 secondary to an infection. It was noted the patient was diagnosed with the infection a week or two before the explant. Signs and symptoms included fever, swelling, and drainage of pus. The location of the infection was the pocket and cultures from the side port showed staphylococcus aureus. Actions and interventions taken to resolve the infection included antibiotics and the pump was removed. The infection was resolved with explant.